Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code 204(belt/monitor unusable). The monitor's electrode belt receptacle was partially unplugged from j1001 on ca board. Root cause: the root cause for the damaged receptacle was excessive force. No adverse event resulted from the damaged monitor.